Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the prn was loose while using bd pegasus¿ safety closed IV catheter system. No patient impact reported. The following information was provided by the initial reporter, translated from chinese to english: it was found that the heparin cap could not be tightened, and medical staff gave treatment such as replacing the needle tip, which did not cause harm to the patient.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1078939. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the prn was loose while using bd pegasus¿ safety closed IV catheter system. No patient impact reported. The following information was provided by the initial reporter, translated from chinese to english: it was found that the heparin cap could not be tightened, and medical staff gave treatment such as replacing the needle tip, which did not cause harm to the patient.